Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The device was repaired but not returned to the customer, pending customer approval of the estimate.